Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Pt sent e-mail to report that pt "appeared to have an eye infection or inflammation" that started in 2006. The pt reported having been "swimming in the pool a lot", prior to event. Several attempts were made to contact the pt; no further info is available. Information rec'd from complainant was limited and suggested potential serious injury and is reported as worst case.